Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Customer reported the removal of a t2 alpha tibial nail due to alleged infection.